Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 90, 99 and 87 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 :140mg/dl date: (B)(6) 2018 time:4:34 am fasting, result 2 :90mg/dl date: (B)(6) 2018 time:5:07pm fasting, result 3 :99mg/dl date:(B)(6) 2018 time:3:00pm fasting, result 4 :87mg/dl date:(B)(6) 2018 time:3:02pm fasting. Customer states that she has been comparing the meter with her old meter and the true metrix is reading lower.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 90, 99 and 87 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer states that she has been comparing the meter with her old meter and the true metrix is reading lower.